Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after device pocket closure at implant. The device pocket was reopened and the lead repositioned successfully. No adverse patient effects were reported.